Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "headaches and numbness in her finger" caused by "implants/implant toxicity," and "signs of intracapsular rupture but no extracapsular silicone is identified." Device remains implanted.